Event description:
Baxter received medwatch from FDA in 2004, date of medwatch report is 2003. Customer reported pump read infusion completed in am. However no fluid infused, bag was full. Pump did not alarm. New pump was delivered to client. No pt injury has been reported at this time. No additional pt info is available at this time.